Event description:
As reported: "the ring on the tip of the set screwdriver broke during set screw tightening."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.